Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redt0780 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported, "on (B)(6) 2020, due to treatment needs, the patient was placed in the bard three-chamber valve 4frpicc tube according to the intravenous infusion guidelines. After half a year of use, he developed swelling of the limbs after receiving chemotherapy drugs on (B)(6) 2021, and was given a film. , elevate the affected limb, use hydrocolloid and tung leaf burn oil externally for symptomatic treatment. The catheter was removed on (B)(6) 2021, and it was found that the catheter was leaking and there was trachoma. Patients and their families are very worried about the impact of extravasation, which may cause damage to the function of limbs and organs in the future."